Event description:
Customer reported that she feels the insulin pump is not delivering insulin correctly because her blood glucose levels have been high. Customer stated that troubleshoot has been performed in the past and seems like the device is functioning but she still feels there is something wrong. Blood glucose value has reached to 425 mg/dl; current level is 274 mg/dl. Customer stated that the battery cap is loose and she received a weak battery alert; she changed the battery and a failed battery test alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.